Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had alarmed for failed self-test. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that was changing set and the compartment was full of fluid pump exposed to fluid. Customer also stated that self-test was failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self-test and displacement test. No moisture damage on keypads, motor, vibrator, reservoir tube, battery tube or electronic assembly during visual inspection.